Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5. 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. 200-02-32 - three peg patella 32mm. 204-34-02 - fluted stem extension 25l x 14 mm. 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that a 69 yo female patient, initial right knee implanted in (B)(6) 2012, underwent a revision procedure in (B)(6) 2024, approximately 12 years 3 months post the initial procedure due to instability, polyethylene wear, and signs of osteolysis. The knee was revised to a logic cc. The patella was kept in place, but all other components were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. Ne devices are returning for analysis. Reason for no return not stated. Device images of the explanted liner were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported was likely due to instability and prosthesis wear during 12 years of implantation. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.